Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an unknown procedure. The handle jammed after the first firing. Handle refused to fire/move, any extra force would have caused the device to break. Firing motion was normal in the first reload used, however the jamming happened in the second reload. It is unknown how the case was completed. Patient outcome is unknown.